Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a failed battery test alarm because the battery tube threads were cracked. The customer's blood glucose level was 283 mg/dl. The customer was unable to replace the battery because he did not have any extras. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with cracked battery tube threads and stripped battery cap(p) coin slot.